Manufacturer narrative:
Correction to removal of device code 2711:mv rate not as expected.

Event description:
It was reported that an untreated episode for this subcutaneous implantable cardioverter defibrillator (s-ICD) was observed. Technical services (ts) reviewed noting it appeared to be electromagnetic interference (emi) that ended abruptly and no inappropriate therapy was provided. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that previous noise was observed along with high shock impedance measurements remaining within normal range. Primary and secondary signals were too large. Noise could not be created. An additional previous event showed the smart pass feature had disabled due to tiny r waves and undersensing. An untreated event was also observed due to small r waves and artefact that appeared to be myopotential. Chest x rays were performed and pending review. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the physician was considering replacement. Ts discussed troubleshooting prior to replacement. This system remains implanted at this time. Additional information was received that this s-ICD was explanted due to product performance issues as previously stated. A new s-ICD system was implanted and remains in service. This s-ICD has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an untreated episode for this subcutaneous implantable cardioverter defibrillator (s-ICD) was observed. Technical services (ts) reviewed noting it appeared to be electromagnetic interference (emi) that ended abruptly and no inappropriate therapy was provided. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that previous noise was observed along with high shock impedance measurements remaining within normal range. Primary and secondary signals were too large. Noise could not be created. An additional previous event showed the smart pass feature had disabled due to tiny r waves and undersensing. An untreated event was also observed due to small r waves and artefact that appeared to be myopotential. Chest x rays were performed and pending review. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the physician was considering replacement. Ts discussed troubleshooting prior to replacement. This system remains implanted at this time. Additional information was received that this s-ICD was explanted due to product performance issues as previously stated. A new s-ICD system was implanted and remains in service. This s-ICD has not been returned at this time. No additional adverse patient effects were reported.